Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 3006705815-2023-02319. It was reported that the patient's scs system had been explanted on an unknown date in the past due to an infection at an unspecified location. The patient has since been reimplanted with an scs system and their therapy has been restored.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.